Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf147, however, could not confirm sf149. Performance testing confirmed the blank display. Visual inspection of the blower revealed evidence of water ingress and contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf147 was due to device misuse and display issue was due to an isolated component failure within the device main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display was blank when the device was unplugged from the power supply, displayed an error message (sf147) related to the main blower, and an error message (sf149) related to the main blower current limit. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint of sf147 and blank display when external power supply disconnected. However, sf149 could not be confirmed. Visual inspection of the non-return valve revealed dust contamination. The investigation conclusion is not finalized at this time. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display was blank when the device was unplugged from the power supply, displayed an error message (sf147) related to the main blower, and an error message (sf149) related to the main blower current limit. There was no patient harm or serious injury reported as a result of this incident.